Event description:
This lead was capped because there was an insulation break due to clavicular crush. Impedance was recorded as 200 ohms and there was noise on the rv channel. There were no adverse pt events reported. Should additional info become available, this report will be updated.